Event description:
Final angiogram noted a type iii endoleak just above the flow divider. The physician elected to follow up in one month to see if secondary intervention was necessary.

Manufacturer narrative:
Evaluation: this event is still under investigation.